Manufacturer narrative:
This is one of two reports being submitted for this case. Investigation is ongoing. Citation for literature article: paukovitsch m, dilaver b, felbel d, krohngrimberghe m, buckert d, moerike j, schneider lm, liewald c, rottbauer w and gonska b (2025) valve-in-valve transcatheter aortic valve replacement (tavr) leads to lower device success compared to tavr in native stenosis. Front. Cardiovasc. Med. 12:1465409. Doi: 10.3389/fcvm.2025.1465409.

Event description:
Through review of medical article "valve-in-valve transcatheter aortic valve replacement (tavr) leads to lower device success compared to tavr in native stenosis", four patients with an edwards sapien xt valve implanted in aortic position underwent re-intervention for a valve-in-valve procedure after an unknown implant duration due to valve degeneration.

Manufacturer narrative:
A supplemental report is being submitted to provide the related manufacturing report number. Please reference manufacturer report no. 2015691 2025 06002. Updated b4, g3, g6, h2, h10, and h11. Investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The complaint for valve degeneration/deterioration has been confirmed based on the information available to date from the medical article. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien xt valves were 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "4 patients with an edwards sapien xt valve, implanted in aortic position, underwent re-intervention for a valve-in-valve procedure after an unknown implant duration due to valve degeneration." Valve degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity, it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.